Event description:
For the past 16 years rptr has been a pt care tech. One of their responsibilities is to remove the needle boxes containing used needles and replace them with emtpy boxes. At sometime between midnight and 12:30 am rptr was working in the ER. Rptr noticed that the sharps-a-gator box was about half full with used needles and they decided to replace it with a new box. In order to do so, rptr had to push up on the box to get it off the wall, as it was locked to the wall. As rptr put their right hand on the box, they immediately felt a sharp stick on the side of right hand. Rptr realized that they had been stuck by a needle. When rptr looked closely at the box, they saw a neele protruding through the front of the box, which is plastic. The needle was lying horizontally with the point facing to the front. It looked like someone might have hit the box previously. Perhaps with their shoulder, causing the needle to puncture the box. The needle was an 18-gauge needle, one of the larger ones used in the hosp. Rptr has no idea which pt this needle had been used on, or the pt's medical condition. Immediately reported what happened to one of the nurses, who told rptr to scrub hand and report it to the nursing supv. Nursing supv referred rptr to nursing supv for the next shift, who filled out an incident report and a blood & body fluids exposure data sheet. Rptr was examined by dr in the ER. Rptr conferred with the infection control dr. Dr called the hosp pharmacy for a prescription for combivir tables (150 mg lamivudine/300 mg zidovudine tablets). Rptr received 60 tablets and need to take one tablet twice daily for the next 30 days. Finally, rptr went to health svs and was sent to the lab. The lab took blood.